Event description:
Original surgery date was 2005. Patient received one 13x20mm bak/vista device at l4/5 left side and two 9x20mm bak/vista devices at l5/s1. 5cc of accell dbm putty was inserted into each cage. Revision surgery date was 2007. Surgeon reported that cage at l4/5 had migrated posterior. The devices at l5/s1 successfully fused and the right side of l4/5 was partially fused. The device was successfully removed from l4/l5 disc space. After successful removal a dural tear was identified as clear fluid was coming from the disc space. The dural tear was successfully repaired and the disc space was packed with cancellous bone chips and infuse medium.

Manufacturer narrative:
Evaluation: reviewed DHR. Device manufactured to all applicable specifications and requirements; no discrepancies. Results: device within print specification for major diameter and length.